Event description:
It was reported that this patient received an initial procedure on (B)(6) 2022 and it is unknown if patient has undergone a revision procedure. Party stated that their sibling received a defective hip replacement. Patient had to do physical therapy. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial hip replacement procedure on an unknown date. The patient then underwent a hip revision surgery in (B)(6) of 2022 due to "a defective hip replacement". It was also reported that the patient underwent physical therapy. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, d6a, d6b and h6 - health effect - impact code and type of investigation d6a: date unknown if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.